Manufacturer narrative:
(B)(6). Device broke during insertion; device was not implanted/explanted. Assembly manufacturing date: april 29, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial l4-l5 transforminal posterior lumbar interbody fusion (t- plif) using matrix spine system minimally invasive surgical (mis) instrumentation on (B)(6) 2016, a pedicle screw head became separated from the screw shaft. As the surgeon inserted the last of four (4) screws and was removing the screwdriver the polyaxial head of the last inserted screw separated from the shaft of the screw. The surgeon was able to remove the screw from the left l5 pedicle and insert a new screw. No fragments were generated. A ten (10) minute surgical delay was noted. No additional medical intervention was required. Procedure was completed successfully. Patient status is unknown. Concomitant devices: screwdriver (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (6.0mm ti cann matrix polyaxialscrew 45mm thread length, part number 04.606.645, lot number h094403). The subject device was returned with the reported complaint condition that the polyaxial head of a matrix cannulated polyaxial screw separated during insertion. The screw was able to be removed and replaced after a ten minute surgical delay. The matrix polyaxial screw (04.606.xxx) is utilized in matrix minimally invasive system per the associated technique guide. The cannulated polyaxial screws are available in 5.0mm, 6.0mm, 7.0mm and 8.0mm diameters an lengths ranging from 25-65mm. The returned 6.0mm cannulated polyaxial screw (04.606.645) was examined and the complaint condition was confirmed as the polyaxial head was received detached from the screw body. Additionally the proximal threads of the screw body were found to be broken and missing a segment. Relevant drawings for the returned implants were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history record review was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Although a definitive root cause could not be determined, the failure mode is consistent with off-axis loading during insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.